Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient initially presented with a pre-operative rupturing 7.7 cm in diameter abdominal aortic aneurysm. There was severe angulation 65 degrees in the aortic neck. The iliac arteries were moderately tortuous and mild calcification. The patient presented six days post index procedure with lower back pain. The patient was brought back in to the operating room. The CT revealed that there we a type iii endoleak, separation between the bifurcated stent graft and the contralateral iliac limb. The physician implanted an endurant 16x16x93 iliac limb and the type iii endoleak was resolved. The cause of the endoleak was most likely related to the angulation of the aortic neck. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, anatomy related; angulated neck, pre-operative rupture, severely angulated aortic neck. Conclusion: anatomy related; angulated neck, pre-operative rupture, severely angulated aortic neck.